Event description:
It was reported that a user experienced recurrent low glucose events during sleep while using the ilet bionic pancreas, with cause unclear; the user reported appropriate use and frequent dinner ¿more than¿ announcements, and the case was escalated to a clinical resource for guidance. Symptoms included low blood glucose requiring recognition and treatment. Outcomes included the need for oral carbohydrate intake to recover from low glucose and interference with normal sleep. Investigation included troubleshooting with education and assignment for additional training. Investigation of this case revealed that a definitive device malfunction was not identified and the clinical cause remained undetermined. It was concluded that the event was non-serious, and user counseling and training were provided to address hypoglycemia risk and management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.